Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prematurely prior to activation, indicating a needle mechanism failure. The patient¿s parent further reported that the cannula was visible upon removing the pod from its packaging and observed to be bent. The pod was not worn. There was no impact on the patient's blood glucose levels reported.